Event description:
According to the reporter, the surgeon used the ta45 staple blue cartridge for resection of the rectum. After firing the device, no staple line was present. The surgeon had to perform a colostomy.